Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, minimum fill messages when going through the load process. Reportedly, the cartridge was filled with 120 units of insulin. During troubleshooting with tandem technical support, it was found that the customer was inserting an empty syringe into the cartridge and withdrawing all of the air from the cartridge, and then the customer was filling the syringe with 120 units of insulin and injecting it into the cartridge. Tandem technical support walked the customer through the proper load technique, and the customer was able to successfully load a cartridge and resume insulin delivery. The customer's blood glucose level was 174 mg/dl.